Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from december 1, 2014 to december 2, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a black particle outside of the fluid path. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the membrane of a large volume intermate "had black spots and hair." The issue was found during the preparation process. There was no patient involvement. No additional information is available.